Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.50 x 32mm synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during procedure, the stent strut was buckled on vascular lesions. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.50 x 32mm synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during procedure, the stent strut was buckled on vascular lesions. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination identified damage to the mid- section and proximal end of the stent. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft identified a kink at 870mm distal from the distal end of the strain relief. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.